Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Patient reported, left side "mastalgia", "pain, slight induration, seroma". It was later reported "radial folds" and "capsular contracture, baker grade iii,". "Edema and hardening". The device remains implanted.